Event description:
Difference in size of opening of 1st caliper and 2nd caliper and both openings are small. This makes placement for making spectral dopper velocity measurements difficult which could result in an inaccurate measurement.